Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch kp2010; expiration date: 11/30/2021. Date of mfg.: 12/01/2016. Batch km7023; expiration date: 10/31/2021. Date of mfg.: 11/14/2016. A manufacturing record evaluation was performed for the possible lots finished devices kp2010 and km7023, and no non-conformances were identified.

Event description:
It was reported that the patient underwent total knee replacement on (B)(6) 2019 and suture was used. The suture was ripping apart during closing. A similar device was used to complete the case. There were no adverse patient consequences reported.